Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation (images 1-2). Visual inspection of the as returned product identified signs of light wear from use, but no signs of significant damage or deformation. Functional testing with in house implant and abutment did not show signs of screw loosening. Therefore, based on the available information, device malfunction has not occurred as there were no signs of damage or deformation and the DHR reviewed indicated the device was conforming, and the reported event was unconfirmed through functional testing. A singular root cause could not be determined. The following sections have been updated: device evaluated by MFR: device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened. The crown was removed and a new screw was placed.